Event description:
It was reported to philips that the system was unable to boot up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the information collected the system was not in clinical use at the time of the event. Philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon further investigation, the fse identified sparks in point evr while turning on the power circuit of the system. To resolve the issue, fse replaced the power inverter evr. After which the system was restored to normal operation and returned to good working condition. The codes have been updated based on the investigation outcome.